Manufacturer narrative:
The subject device has not been returned to omsc. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a routine surveillance culturing test on (B)(6) 2017 by the facility, the subject device tested (B)(6) for mold (4cfu/endoscope)and (B)(6) negative(2cfu/endoscope). It was also reported that the subject device tested (B)(6) for (B)(6) negative (35cfu/ endoscope) in an additional surveillance test at the facility on (B)(6). The facility reprocessed the subject device using a non-olympus automated endoscope reprocessor (soluscope) with peracetic acid. The forceps elevator was replaced in (B)(6) 2016 according to an olympus field corrective action. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). (B)(4) sent this device to a third party laboratory for additional microbiological testing. The additional microbiological testing indicated no microbial growth for the all channels of this device. Therefore, it cleared the french guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.